Event description:
It was reported that patient presented to hospital due to infection and was scheduled for system removal. However, patient expired the next day before the procedure. Physician can't be certain the cause of the death as the patient had diabetes and renal failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.